Event description:
"Artery injury: during the procedure of tevar, the relay plus device was deployed and its delivery system was withdrawn out of the patient. Then, a dryseal flex introducer sheath (ID: 20fr, gore) was inserted. Angiography revealed that the iliac artery was injured and blood was oozing. A reliant stent graft balloon catheter (od: 8fr, medtronic) was inserted into the dryseal and the balloon was deployed around the aortic bifurcation in order to block blood flow. An excluder aaa endoprosthesis (16x12x10, od: 12fr, gore) was inserted into the dryseal and the graft was positioned on the injured position. According to angiography, the procedure was successfully completed. During the procedure. The patient's blood pressure did not fall." Patient outcome: "the postoperative course is uneventful (currently in hospital)."